Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operation room for a lead revision procedure. Upon review of the stored egm, it was noted that the patient received appropriate therapy, followed by noise and alerts for possible high voltage lead issue and high voltage circuit damage. The device was explanted and replaced. The patient was stable post procedure, and will continue to be monitored with routine follow-ups.